Manufacturer narrative:
Qn#: (B)(4). The customer returned the product lidstock and several components including the spring wire guide (swg) for investigation. Visual inspection of the swg revealed kinks at two locations towards the distal end of the wire. Microscopic examination confirmed both welds were attached and fully spherical. The kinks in the guide wire were located 438 mm and 572 mm from the proximal tip. The overall length of the guide wire measured 601 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.788 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The undamaged portions of the guide wire were advanced through the returned inventory ars, 18ga introducer needle, dilator and catheter per the instructions-for-use (IFU). The IFU provided with this kit states the following: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." "Use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." "Thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The guide wire passed through each component with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained two kinks near the distal end. The returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during patient use. No report of patient harm.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked during patient use. No report of patient harm.